Event description:
It was reported to baxter (B)(4) that one (1) infusor two day device had stopped delivering during patient use at the patient's home. In addition, the baxter sales representative verified the device was not flowing when he received the sample. There is no report of patient injury or medical intervention. The device was filled with 5-fluorouracil and normal saline. There is no additional information available.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a stoppage of delivery. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.